Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 293mg/dl (meter), 238mg/dl (lab). Tests were done within <10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. In addition to the incident, description, it stated in the reported issue notes that the sample from the fasttake meter was taken from the vein.